Event description:
Product would not allow for successful cavity assessment so ablation could not be completed. MFR contacted. Attempt with second device. Vendor presumed pt "too dilated" for proper seal.